Manufacturer narrative:
Additional details were obtained, and it was reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. The biomedical engineer reported that the blower assembly was replaced, an air flow accuracy test was performed, and passed. The ventilator was returned to hospital.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "high temperature blower" alarm. It was unknown how the issue was found. No patient or user harm reported. A biomedical engineer evaluated the device, and reported that the device was set up, and tested for several hours. The reported issue was not observed. No further details were provided by the biomedical engineer. This investigation is ongoing.